Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose (bg) reached over 600 to 800 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. He was not eating, bg was just rising. He gave himself boluses and ended up having to go to the hospital. He felt like he was going into dka (diabetic ketoacidosis). His eyes stated to shut down, his legs could not move and his body felt like it was shutting down. Patient was in a trauma center and they could not find an endocrinologist to come see him. The patient was diagnosed with hyperglycemia. Patient stated he has an infection on his arm and was given penicillin; he was scratched by his grandson, it is not related to the pod. The patient was given 6 units of insulin by shot by his wife at the hospital. Treatment included an IV, anti-vomiting medication, and multiple injections of insulin. He was prescribed a digestive pill and anti-vomiting pill. He was sleeping a lot and kept drinking a lot of water. Patient stated he had increase changes made to his basal. The nurse discarded the pod.